Event description:
It was reported the blue ring at the distal end of the arthrowand detached within the patient's joint space during a knee arthroscopy. The physician was able to remove the ring arthroscopically. No patient complications were reported as a result of this event.

Manufacturer narrative:
The patient identifier, age, weight and gender were not available.